Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for 72 hours and longer. The patient visited the general practitioner and was prescribed antibiotics and had the insertion site on the leg lanced. A week later the patient visited the emergency room (ER) and had the site lanced and was prescribed antibiotics. The patient visited the ER three times and was provided the same treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.